Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there were erroneous results during use with the bd® hla-b27 kit. The following information was provided by the initial reporter: the customer found that lot number 2349915 had almost all positive results falling into the gray zone, requiring confirmation through pcr and all are confirmed hla-b27 positive, this happened for 2-3 days. After switching to lot 3096158 and conducting a comparison, the new batch showed positive results. However, the fluorescence intensity of the old batch(2349915) still remained in the gray zone. Please refer to the attached results.

Event description:
It was reported that there were erroneous results during use with the bd® hla-b27 kit. The following information was provided by the initial reporter: the customer found that lot number 2349915 had almost all positive results falling into the gray zone, requiring confirmation through pcr and all are confirmed hla-b27 positive, this happened for 2-3 days. After switching to lot 3096158 and conducting a comparison, the new batch showed positive results. However, the fluorescence intensity of the old batch(2349915) still remained in the gray zone. Please refer to the attached results.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 reporting office - (B)(6) g.1 reporting office contact - (B)(6) g.1 manufacturing site contact - (B)(6) after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The customer reported that there was a difference in fluorescence intensity between 2 lots, but both results were positive. There was no erroneous result or patient harm reported. Therefore, this is not considered to be a reportable malfunction.